Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. The device isn't still available for investigation. When an investigation report was created, a follow-up report will create. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion of lidocaine to a dog". Customer information: on the 20th of october a clinician said they set up this pump to give a small bolus of lidocaine, instead the pump gave the full continuous rate of lidocaine to a dog.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). The investigation of the complained device was performed in the service repair shop (B)(4). The device history was read out and analyzed. The history log files of the reported day of occurrence were investigated. It could be detected that at 05:43pm a syringe change was performed and a syringe type bd plastipak was selected in the device menu. An infusion therapy was programmed with following setting (amount of 20mg, volume 1ml, weight 21,4kg, dose rate 50g/kg/h and flow rate of 3,21ml/h). Furthermore the drug "lidoc d" was selected. The infusion started at 05:44pm. 20 seconds after start a bolus was performed with 42,8 ml which results in a rate of 1132ml/h. The bolus took 32 seconds, till the syringe was emptied and the infusion stopped. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. No visible damages could be detected. The functional test was performed. The device passed the self test with a positive result. The syringe (type: bd plastipak 50/60ml), which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value -+0,75% was within specification (+-2%) (according to (B)(4)). A functional test of the bolus was performed. During the delivery, the bolus key was pressed and the bolus was running. No malfunction could be detected. Caused of the results of the previous investigation, only the upper housing part was removed. No visible damages or dry residues of liquid could be found. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. The device works according the specification.